Event description:
It was reported that the programmer stylus could not be calibrated despite being replaced three times. The programmer is being returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).